Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy defibrillator (crt-d) received an alert that indicated high out of range shock impedances on the right ventricular (rv) lead were recorded. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trend report. Upon review, ts confirmed the rv lead shock impedance measured to be greater than 125 ohms. Ts discussed troubleshooting recommendations. At this time, the crt-d and rv lead remain in service.